Manufacturer narrative:
On 20 october 2015 the medical affairs director analyzed the x-rays with the following comment: the cup was positioned in a very vertical orientation, and the revised leg is shorter than contralateral. The stem is not specified, but it does not appear to be a medacta stem: all medacta stem have polished necks to reduce the effect of polyethylene wear in case of conflict with the pe head in a double mobility cup: a rough neck can enhance pe wear. It is conceivable that such a vertical position on a shorter leg can introduce loads that may arrive to plastic deformation of pe head which can make difficult its movement within the cup. Osteolysis is probably due to abnormal pe wear for reason specified above. The necessity of vertical implantation of the cup and varus positioning of the stem probably was the reason for the cup to work in abnormal conditions and it is possible that the consequences were wear and plastic deformation. On 21 october 2015 the r&d project manager analysed the returned implants as following: no anomalies were found related to the lots involved in the claim. Observing the shell, the ha was absorbed. Piece of bone can be seen on some portion of the external surface. On the external surface of the liner (the surface articulating with the shell) a portion more rough and not white can be seen. There are no evident sign of conflict between femoral stem and pe liner. The femoral head does not belong to the medacta products, so the compatibility with the pe liner is not guaranteed, as stated in the IFU. Moreover, the femoral head is not free to rotate inside the pe liner. That and the position of the cup (as mentioned in the 'clinical evaluation') may cause a plastic deformation of pe liner and consequently abnormal pe wear. On 27 october 2015 it was prepared a final report with the information already submitted in the initial report and here above. On the same day the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 01 october 2015: lot 081329: (B)(4) items manufactured and released on 18 july 2008. Expiration date: 2013-05-31. No anomalies found related to the problem. To date, all the items of the lot have been already sold without any similar reported issue. On (B)(6) 2015 it was confirmed that the revision was performed and that the surgeon removed the cup finding presence of osteolysis on the back of the cup. Not received yet.

Event description:
Revision surgery planned 6 years and 6 months after primary due to pe wear. It is likely that there was a conflict with the stem.